Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\pelvic area'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and ovarian lesion excision ('robotic excision of left ovarian lesion') in a 34-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure insertion & thermachoice balloon ablation performed together". The patient's medical history included abnormal uterine bleeding, headache, psoriasis and gravida (on (B)(6) 2011). Concurrent conditions included ovarian cyst and menses irregular. Concomitant products included docusate sodium from (B)(6) 2011 to (B)(6) 2012, esomeprazole from (B)(6) 2015 to (B)(6) 2016, ibuprofen since (B)(6) 2011, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)\pregnancy (with complications),"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain abdominal area"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cyst") and underwent ovarian lesion excision (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, menometrorrhagia, ovarian cyst and ovarian lesion excision outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menometrorrhagia, ovarian cyst, ovarian lesion excision, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 coils were noted extending from the ostia. We went to the left fallopian tube and did the same procedure that we did on the right fallopian tube and 3 coils were noted extending from the left ostia. Essure confirmation test :- did not underwent for essure confirmation test. Patient received treatment for : pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: (as per mr) impression: no definite free spillage of contrast in the peritoneal cavity.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: dysmenorrhea, dyspareunia. Lot number: 898935 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: ticking of final report box on EU/ca device tab. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\pelvic area'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and ovarian lesion excision ('robotic excision of left ovarian lesion') in a 34-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure insertion & thermachoice balloon ablation performed together". The patient's medical history included uterine bleeding, headache, psoriasis and gravida (on (B)(6) 2011). Concurrent conditions included ovarian cyst and menses irregular. Concomitant products included docusate sodium from 8-dec-2011 to 8-jan-2012, esomeprazole from 12-aug-2015 to 17-jan-2016, ibuprofen since (B)(6) 2011, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)\pregnancy (with complications),"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain abdominal area"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cyst") and underwent ovarian lesion excision (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, menometrorrhagia, ovarian cyst and ovarian lesion excision outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, ovarian cyst, ovarian lesion excision, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 coils were noted extending from the ostia. We went to the left fallopian tube and did the same procedure that we did on the right fallopian tube and 3 coils were noted extending from the left ostia. Essure confirmation test : did not underwent for essure confirmation test. Patient received treatment for : pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: (as per mr). Impression: no definite free spillage of contrast in the peritoneal cavity.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: dysmenorrhea, dyspareunia. Lot number: 898935, manufacturing date: 2011-09, expiration date: 2014-09 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pain\pelvic area'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and ovarian lesion excision ('robotic excision of left ovarian lesion') in a (B)(6)-year-old female patient who had essure (batch no. 898935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure insertion & thermachoice balloon ablation performed together". The patient's medical history included uterine bleeding, headache, psoriasis and gravida (on (B)(6)2011). Concurrent conditions included ovarian cyst and menses irregular. Concomitant products included docusate sodium from (B)(6) 2011 to (B)(6) 2012, esomeprazole from (B)(6) 2015 to (B)(6) 2016, ibuprofen since (B)(6) 2011, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)\pregnancy (with complications),"), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain abdominal area"), menometrorrhagia ("menometrorrhagia") and ovarian cyst ("right ovarian cyst") and underwent ovarian lesion excision (seriousness criterion medically significant). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, abdominal pain, menometrorrhagia, ovarian cyst and ovarian lesion excision outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, ovarian cyst, ovarian lesion excision, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 3 coils were noted extending from the ostia. We went to the left fallopian tube and did the same procedure that we did on the right fallopian tube and 3 coils were noted extending from the left ostia. Essure confirmation test :- did not underwent for essure confirmation test. Patient received treatment for: pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: (as per mr). Impression: no definite free spillage of contrast in the peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received: case become serious incident, essure removal date and surgery added to event pelvic pain. Reporters were added. New event added: menometrorrhagia and right ovarian cyst. Event abortion spontaneous marked as ms. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.